Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded by customer.

Event description:
It was reported during a surgical procedure, the tip of the smoke evacuation pencil arced from the patient to the surgeon. It was further reported that the surgeon experienced a burn to his finger, which did not require treatment, or result in infection or permanent damage. It was also reported that there were no adverse consequences to the patient as a result of this event and no delay. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The neptune e-sep product reported involved with this event was not returned for evaluation. As the device was not available for evaluation a determination of cause of the reported event was not possible in this case.

Event description:
It was reported during a surgical procedure, the tip of the smoke evacuation pencil arced from the patient to the surgeon. It was further reported that the surgeon experienced a burn to his finger, which did not require treatment, or result in infection or permanent damage. It was also reported that there were no adverse consequences to the patient as a result of this event and no delay. It was further reported that the procedure was completed successfully.